Event description:
The customer reported that while running an hcv assay, summit sample handler did not aspirate the entire amount of sample in positions 2 and 10 and did give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.